Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: one unopened box (6 td packs), 3 unopened pouches and 1 unopened td pack. Also unknown number of open and used packs received along with (B)(4) samples. Analysis and results: there are no previous complaints of this code batch of which (B)(4) units were manufactured and distributed in the market. There are no units in stock in the warehouse. Received 10 closed packs. We have opened all closed samples receive and the quantity of sutures inside the pack is correct (8 sutures in each pack). Received also several open and used samples of this batch and also the batch associated to (B)(4). Some of the open pouches had several sutures wound on the pack and other one without sutures. We have also received a lot of detached needles fixed in sponges). It is understood that in one or more of the open samples received the customer found 9 sutures instead of 8, but it could not be detected reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. Final conclusion: taking into account that the results of samples received do not fulfill the OEM specifications, it is concluded that the complaint is justified. Nevertheless, this is considered an isolated incident. Corrective/preventive actions: there was a CAPA opened in order to avoid this kind of complaints. One of the systems implemented is an artificial vision that will detect if less or more than 8 sutures are placed in the td pack (except two sutures placed in the same spot, that we have never received a complaint for this issue).(B)(4).

Event description:
Country of complaint: japan it was reported that the customer found that there were 9 sutures in one pouch after using 8 sutures in an operation.